Event description:
It was reported that a user experienced temporary signal loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet, with the dexcom app continuing to display glucose readings and the sensor subsequently reconnecting to the ilet during the call. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included troubleshooting and education with the user, confirming successful reconnection and restoration of communication. Investigation of this case revealed a brief sensor communication interruption to the ilet with normal cgm function on the dexcom app, consistent with a transient connectivity issue without device damage or component failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption consistent with normal behavior recoverable through reconnection.

Manufacturer narrative:
Initial.